Event description:
It was reported that the patient underwent a c4-c7 posterior cervical fusion using rhbmp-2/acs. Following the procedure, the patient continued to suffer from severe back pain, swelling and nerve pain. In (B)(6) 2010, the patient underwent a corrective surgery consisting of additional fusion, bone scraping and removal of excessive bone from her neck. The patient continues to suffer severe pain and swelling, choking, neural impingement, and has been unable to return to work. The patient has never recovered from her surgery, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living. Reportedly the patient suffered injuries and damages, including but not limited to, corrective surgery, chronic pain, and neural impingement.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.